Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-04076 and 2938836-2019-04074. The patient presented in clinic due an erosion of the device pocket. The device was exposed due to a pocket decubitus. The system was explanted and a new system implantation is expected. The patient was in stable condition.

Manufacturer narrative:
The complaint of infection was unconfirmed. The lead was returned with no malfunction associated with it. Visual examination revealed no anomalies.